Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had transmitted data, but the transmission had no electrode information or device implant date and or patient information. A second transmission was sent, and the same missing data issue was observed. Boston scientific technical services suggested a manual download as it could have been an incomplete transmission. Additionally, latitude data was reviewed, and technical services indicated there were no faults or resets in the log files but suspects pd error. There are no corrupted log entries or signs of corruption in the counters. The device appears to be operating normally and recommendations for healthcare professional to re-enter the patient data and notes. No adverse patient effects were reported. The device remains in-service.